Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the delivery catheter. The delivery catheter was replaced and the lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.